Manufacturer narrative:
Additional information was added to d4: expiration date, h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which observed a leak between the assembly of the tubing and drip chamber. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could no be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: health effect-clinical codes: add e2403. H6: health effect-clinical codes: add f26. H6: medical device problem codes: add a050401. H6: component codes: add g04026 and g04134. H10: the user facility submitted medwatch mw5146932 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp solution set was leaking where the drip chamber meets the tubing. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.